Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant of this device it was not possible to properly insert the lead into the header port to establish pacing. The lead was tested and was functional with the pacing system analyzer and a new device. The setscrews appeared to also work appropriately. The device was not used and was planned to be returned. No adverse patient effects were reported.

Event description:
It was reported that during the implant of this device it was not possible to properly insert the lead into the header port to establish pacing. The lead was tested and was functional with the pacing system analyzer and a new device. The setscrews appeared to also work appropriately. The device was returned. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the inserting issue during the implant procedure, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Manufacturer narrative:
This device was expected to be returned. Upon return and analysis will be conducted and this investigation will be updated. This report is being filed to update the initial reporter first, last name, facility name. Address, zip code, and occupation.

Event description:
It was reported that during the implant of this device it was not possible to properly insert the lead into the header port to establish pacing. The lead was tested and was functional with the pacing system analyzer and a new device. The setscrews appeared to also work appropriately. The device was not used and was planned to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that during the implant of this device it was not possible to properly insert the lead into the header port to establish pacing. The lead was tested and was functional with the pacing system analyzer and a new device. The setscrews appeared to also work appropriately. The device was not used and was not planned to be returned. No adverse patient effects were reported.